Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the patient was experiencing shocking on their right side 2-3 times per week, which was a quick sensation that came and went very quickly. This was noted to not be around the pocket site or the system. Impedances were taken at 3.0 v with the following results: c-0: 12,582 ohms, c-1: 7,064 ohms, c-2: 10,289 ohms, c-3: 1,683 ohms, 0-1: 15,862 ohms, 0-2: 19,870 ohms, 0-3: 13,572 ohms, 1-2: 11,240 ohms, 1-3: 7,199 ohms, 2-3: 10,156 ohms the patient was programmed on 0+ 1-. They were stable, but had more tremor on the right side. There were no falls or trauma related to this event and it was not related to positional movement. The shocking occurred even when the patient wasn't moving. The physician moved the patient into four different positions, including turning their neck to the side and holding their hand across their chest, while the doctor performed impedance checks, but the values were similar to what was initially reported. They also palpated the system, but there was no shocking present and they couldn't re-create the shocking while the patient was with them. It was noted that there were high impedances; > 2,000 ohms unipolar and > 4,000 ohms bipolar. The out of range electrodes were being used in the programming and caused therapy problems. The patient was getting some benefit and the physician didn't want to change the electrodes that were programmed. It was noted that the patient had never turned their implantable neurostimulator (ins) off. On (B)(6) 2016, it was reported that they were unable to determine what had caused the shocking and they weren't aware if it continued to occur.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.